Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: item # 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 931680. Unknown central screw. Event occurred in the (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09398.

Event description:
It was reported that during a primary reverse shoulder procedure, the 30 mm central screw did not seem to fully seat into the baseplate. The screw was squeaking and seemed to jam. The surgeon removed the screw, and used a new one, but had the same problem. The surgeon was able to push the new screw in with force, past the squeaking part, and then the screw seemed to seat another millimeter or so. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.